Manufacturer narrative:
Additional information: d10, h3, h6. The reported events were lead dislodgement, failure to sense and failure to retract the helix. The reported event of failure to sense was not confirmed, but helix failure to retract was confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examination were performed and revealed no indication of conductor fractures or internal shorts. A visual inspection revealed no anomalies with the exception of procedural damage. The helix was revealed to be partially extended and clogged with blood. After cleaning the helix and applying green clip-on tool to the connector pin, the helix was able to successfully extended and retracted. The full measured helix extension length was within required performance specification. The cause of helix failure to retract was isolated to the helix being clogged with blood.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, no sensing was noted on the right ventricular (rv) lead. The cause of the event was rv lead dislodgement. The physician attempted to reposition the rv lead, however, the helix was unable to retract. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.